Event description:
It was reported that the device was used during a coronary artery bypass graft, the device formed a clip around the vessel. When the clip handle was depressed, the distal tip of the jaws severed the vessel. The case was completed with suture. There was no further consequence to the pt reported.